Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant: 4592-53 lead implanted: 2004-(B)(6). (B)(4)

Event description:
It was reported that an infection occurred. Staphylococcus epidermidis was cultured from a blister at the device pocket. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. The leads subsequently were returned to the manufacturer, analyzed and tested out of specification.